Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 14 events were reported for this quarter. 1 device was not available to stryker for evaluation. 13 devices were received for evaluation. 9 events were confirmed during testing. 9 devices were found to be affected by a bent component. 4 device evaluations are in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 14 malfunction events in which the device was bent. There was no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device was bent. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 4 previously reported events are included in this follow-up record.   Product return status: 1 device was received for evaluation. 3 devices were not received but were evaluated at the account. Evaluation status: 4 reported events were confirmed during testing. 4 devices were found to be affected by a bent component. 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.